Event description:
It was reported that 183 days after implantation of a 3.0x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 75% was reported. It was not reported that the lesion was pre-dilated. Intravascular ultrasonography (ivus) was performed on the lad using a 135 cm atlantis sr imaging catheter. A 3.0x24mm taxus stent was then deployed at 14 atm in the lad in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The pt received angiomax and intracoronary nitroglycerin during the procedure. It was reported that there were "no complications." The procedure was noted to be "successful." The pt presented 183 days, after the initial procedure with a 100% in-stent restenosis in the proximal lad. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 3.0x20mm maverick balloon. A post-intervention residual stenosis of 0% was reported. The pt received heparin and reopro during the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.